Manufacturer narrative:
Section b3: date of event is estimated. Section d6b: date of explant is unknown.

Event description:
It was reported that patient had an infection at the ipg and lead site. Surgical intervention was undertaken wherein the system was explanted. Patient was also prescribed oral antibiotics and the wound is being monitored.

Manufacturer narrative:
A patient had an infection at the ipg and lead site was reported to abbott. Surgical intervention was undertaken wherein the system was explanted. The patient was also prescribed oral antibiotics and the wound is being monitored. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.